Event description:
The ministry of defense in another country, reported to welch allyn via their distributor that a soldier collapsed and an AED 10 was used in an attempt to defibrillate him/her. The distributor received the unit for eval and examined the device log. They reported that the unit delivered the first shock at 201 joules with 200 joules (j) selected. On the second shock, with 200j selected, the unit delivered 153j. On the third shock, the unit delivered 275j with 360j selected. The pt later expired due to causes unrelated to the energy delivery observed. Pt identifier info was not made available by the distributor who reported this malfunction.

Manufacturer narrative:
We have received the device, but have not yet completed our investigation.